Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. The caller reported that at the start of her deep brain stimulation (dbs) therapy, her health care professional (hcp) told her the implanted batteries would last 4-5 years but her most recent battery only lasted around one year. It was implanted (B)(6) 2017 and removed (B)(6) 2018. It was reviewed battery life was specific to the individual's settings/usage. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the cause of the implant lasting only around one year was determined to be high settings.